Manufacturer narrative:
The device sample was not returned for evaluation at the time of the report.

Event description:
The event is reported as: the customer alleges that the corrugated tubing extension is detaching easily from the base of the humid-vent with very little pull applied. The hme was changed out. No report of patient harm.